Event description:
The ge oec 9800 fluoroscopy system had a loud x-ray tube. Noisy x-ray tube becoming a distraction.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the x-ray tube and made other appropriate calibrations and adjustments required for specification. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provided any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.